Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced separation of the connector and injector. The following information was provided by the initail reporter: patient came in for pump dc and ivf's. She verbalized that the connector keeps popping out from the injector. Husband had to place tape to hold it together until she came to disconnect.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced separation of the connector and injector. The following information was provided by the initial reporter: patient came in for pump dc and ivf's. She verbalized that the connector keeps popping out from the injector. Husband had to place tape to hold it together until she came to disconnect.

Manufacturer narrative:
Investigation summary: one video received for investigation. After a visual inspection of the video recorded, it is observed that an optima connector popped out from an optima injector luer connected to an IV tubing. However; no damages or issues can be observed on optima injector nor connector that could lead to the event reported and therefore; without the inspection of the claimed sample involved in the failure, root cause cannot be established. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. An excess of pressure in the line could lead to optima connector popping out from the optima injector. However; since the sample has not been received it could not be confirmed. It is recommended to use the optional m25-o clamp to avoid dry disconnects during use. H3 other text : see h10.